Manufacturer narrative:
(B)(4) - the mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there is one other complaint reported for this failure mode within this lot. The returned wire which is a straight tip model of primewire was visually inspected prior to decontamination and it was noticed that a portion of the sensor/transducer and diaphragm were missing, reddish residue was observed inside the coil. There were multiple kinks present on the wire, and the tip appeared to be shaped. There was no damage observed to the conductive bands or cable/connector. During signal test, the device was not recognized and an error message "attach wire to connector" appeared on the screen. The wire failed the signal test. The sensor/transducer and the diaphragm is fabricated from silicon wafer (l: 900 + or - 4u and w: 244 + or - 4u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. In the event that a portion of the sensor/transducer diaphragm were left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. No adverse events were reported by the user. However, none of these possible events were reported. No adverse events were reported by the user. (B)(4): the IFU precaution statements indicate "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." This event is being reported as it is not possible to determine when the pressure sensor was separated. No further action is required.

Event description:
It was reported that prior to the procedure, the wire did not produce a signal. A new wire was used and completed the procedure. The device was received for investigation and upon visual inspection prior to decontamination it was noticed that a portion of the sensor/transducer including the diaphragm was missing from the device. There were no reports of adverse events or injury to the pt. No add'l info was provided.